Event description:
The dbs lead was received for evaluation stating returned due to bent lead tip. Product inspection by the surgeon prior to implant, during removal of the lead from its protective packaging sheath, found the electrode was bent at the "0" contact point. The product problem was detected prior to clinical use and was returned to the manufacturer for inspection.

Manufacturer narrative:
(B)(4). Final device analysis results reveal the distal tip of the dbs lead is bent; located at the #0 electrode. Inspection of the same area on the accessory stylet shows the stylet wire does not appear to be bent at the tip. Results of visual exam show the product outer insulation material is intact. Both the proximal and distal ends of the dbs lead are intact and undamaged. The device was received for inspection inside the plastic shipping tray and still inside the plastic packaging tube, as returned by the user. The device defect was noted prior to clinical use. Product analysis confirms the reason for device return.